Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient (pt) noted their controller had been malfunctioning in several ways. The controller would no longer charge at all. In the last couple weeks there would be times it would say no charge. So, pt would reset the controller but now the controller would not charge at all. Pt being sent a new controller on december 13th but pt was still having various issues with controller. On december 19th and 20th it turned off twice. Then on january 18th, pt would recharge the implant and the implant battery would remain at 90% battery for over an hour when normally it was 10 minutes. Then on january 22nd, pt got a white screen then 99 (ps understood software problem). On january 22nd the stimulation turned off then on january 26th the controller displayed a blank white screen again. Then in the last 2 weeks, the controller would not take a charge even after resetting the controller. To get a specified event date pt noted that they got the new controller on december 13th and this had happened since for the controller was being funky. During call pt verified there was no damage to the controller battery compartment and no damage to the controller battery. Pt then removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery into the controller and verified the controller with a steady green light. Pt noted they had received a message prior to call that the controller battery was empty and should not have been for the controller battery should have been at 70% but it was empty, then now during call the controller battery was at 100%. Pt noted they had their controller plugged into the ac power supply yesterday and they got a green light indicating the controller was charging but it was telling them the controller was empty. The issue was not resolved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Concomitant medical products: product ID: 97745; serial#: (B)(4); product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt said they r eceived their controller replacement and have had continuous problems with the replacement. Pt said that they need to reset their controller about 15 times while charging their implant. Pt mentioned the controller screen going white and saying their battery was empty but their battery was not empty. Pt also saw "software problem 1) intellis 2) 3.6 3) 1056 4) qppe.c" while charging their implant. Patient services (pss) had pt reset their controller. Pt saw no visible damage to the controller contacts. After reset, software problem message cleared and the controller was charging from the wall. Pt saw no visible damage to recharger. The patient was sent out a replacement recharger (rtm).

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt called back stating that they received new controller. Pt said the same issue was occurring on the new device. Pt mentioned pairing new controller to implant; pt said that the serial number was different on the screen from what they had written. Patient services (pss) noticed that the number pt read back was the serial number for controller and explained the difference to pt. Pt stated that the controller said the controller battery is empty. They also said that they would get a blinking green light on controller while charging ins for about 20 minutes and then screen would go completely white with a solid amber light. They then said they unplugged the recharger (rtm) and plugged in ac power supply and would get blinking green light on controller for about 20 minutes and then screen would go completely white again. Pt stated that screen 62 would appear saying can not recharge device. Pss had patient do a reset by taking battery pack out and reinserting it. Pss had pt start recharging ins. Pt confirmed seeing the normal recharging screen with the controller battery at 100% and the ins battery at 70% with recharging excellent indicated. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.